Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd 10 ml syringe, the device experienced mold presence. The following information was provided by the initial reporter. The customer stated: opened sterile 10ml syringe packaging to find mold on the inside of package.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/19/2021. H6: investigation: one photo and one sample with open packaging were received by our quality team for evaluation. From the photo, foreign matter was observed on the syringe packaging. From the returned sample, no foreign matter was observed in the syringe packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no foreign matter (mold) was observed in the syringe packaging, the root cause could not be determined.

Event description:
It was reported when using the bd 10 ml syringe, the device experienced mold presence. The following information was provided by the initial reporter. The customer stated: opened sterile 10ml syringe packaging to find mold on the inside of package.